Event description:
On (B)(6) 2011, patient reported having concerns with the up arrow button. Pt stated, she had to press it a second time to get it to make a connection. Pt reported the issue occurred longer than 3 months ago. Pt stated, the buttons do pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.